Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer for the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer for the viewing station of the imaging system has been received by the manufacturer for evaluation. However results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not initialize the operating system of the unit. Restarting the imaging system did not restore functionality. It was noted that remote desktop functionality could not be performed. The viewing station of the imaging system was then restarted with the interface (umbilical) cable connected and an error message appeared displaying "an error has occurred that may have damaged the system's integrity." A third restart was then performed with the interface (umbilical) cable disconnected. There was no patient present when this issue was identified as the site was preparing for a lab.

Manufacturer narrative:
The analysis of the computer for the viewing station of the imaging system was completed by medtronic personnel. Testing found that computer could not load the operating system when powered on. It was noted that two screws were moving in the system and that all 4 hard drives were not seated upon arrival. If information is provided in the future, a supplemental report will be issued.